Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not observe any drifting but did confirm an error 1176 that was reported separately. The fse replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis and the reported problem was confirmed as errors 23907 and 1173 were present in the field logs and error 1173 was replicated during failure analysis. The unit was installed onto patient side cart (psc) fixture test platform (pftp) and triggered error 1173 (yaw searchlight) during a sensor test. After the yaw searchlight flat flex cable (ffc) was replaced, the error was resolved and passed all relevant testing within specification. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause of the drifting issue was not determined by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 drifted when the customer pressed the instrument clutch button. The customer stated that they just pressed the button and did not hold it down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the drifting issue did occur while usm 2 was docked to the patient and the customer was attempting to adjust an instrument position. The drifting was slight and caused no harm or issues to the procedure.